Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio and display anomaly. The customer stated that the insulin pump was not sounding as loud as it use to and discoloration on the screen made it harder to see. It is also reported that display was more dark when they were outside. The customer declined the troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.